Event description:
It was reported that this inflatable penile prosthesis (ipp) was not cycling well due to fluid loss at the connection site of the tubing. The ipp was explanted and replaced. There were no patient complications reported.